Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for general infection due to (B)(6). Patient presented with temperature, itching and edema. The device and leads were explanted. The patient is fine, but still in recovery phase.